Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction of there was an image anomaly due to pixel omission was confirmed. Based on the results of the investigation, the most probable cause of the image anomaly due to pixel omission was component failure, the charged coupled device unit was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image anomaly is pixel omission. The issue occurred during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.